Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and discomfort in her vagina as well as post vaginal bleeding following the implant of an elevate apical and posterior graft. She additional experienced pain in her abdomen, pelvis, back, and dyspareunia. No further plaintiff complications were reported.

Manufacturer narrative:
(B)(4)